Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The article entitled, "influence of the type of hip-component fixation and age of patients on mid-term revision rate of total hip replacement" written by v. Kubinec published by acta chir orthop traumatol cech. 85, 2018 was reviewed. The article's purpose was to compare different brands and different brand platforms of stems and cups to compare survival rate with specific focus on analyzing the impact of implant type and component fixation technique (cemented vs. Uncemented) correlated with patient age. It is noted that multiple depuy products are listed among non-depuy products. The article reports that all implants within the study required revision for loosening for either or both the femoral stem or acetabular cup. The cement manufacturer is not identified for the cemented implants. The article provides no information regarding reported patient experience. The article does not discuss bearing surfaces of if screws were utilized and focuses on loose cups and loose stems for survivorship. Figure 1 and 2 provide photographic illustration of the different femoral stems (cemented vs non cemented). Figure 3 provides radiographic imaging for a 64 year old female patient with cemented charnley stem that loosed 3 years post implantation followed by a periprosthetic fracture. The other radiographic figures portray non-depuy products as described in figure narrative description. Depuy products: ultima cemented stem, charnley monoblock/modular cemented stem, mecroblock mr uncemented stem, aml uncemented stem, ultima threaded cups (uncemented), duraloc cup (uncemented), ultima uhmwpe cup (cemented all poly) elite plus cups (cemented all poly). Adverse events: loose stems (treated by revision). Loose cups (treated by revision). Figure 3 cemented loose charnley stem for (B)(6) year old female (treated by revision)